Event description:
It was reported that, during the implant attempt, the physician didn't hear the characteristic sound with screwing the lead into the device. The physician turned the screw counter clockwise, and when the wrench was removed, the screw came out of the device. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found. The setscrew socket was rounded, and the setscrew was not in the ventricular bore, it was attached to the torque wrench.